Event description:
Patient reported right side rupture, free silicone in right axillary lymph nodes, and psychological apprehensions. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported right side rupture, free silicone in right axillary lymph nodes, and psychological apprehensions. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture and silicone migration: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.